Event description:
The lay user/pt contacted lifescan (lfs) in march 2006 and alleged that his one touch ultra meter was giving error 2 message. In 3/06, around 12 midnight, the pt went to the hospital where the hospital meter result was 600 mg/dl. He was given an insulin shot and was released at 7 am the next morning. At the time of his release, his blood glucose level was 347 mg/dl. At the time of concern, he was experiencing high blood glucose symptoms (frequent urination, and dry mouth). It is not known if the patient had attempted to test on the subject meter prior to going to the hospital and how long he was not able to test on the meter due to the error 2 message issue. At the time of troubleshooting, it was verified that this was not a new meter. The patient's testing technique was reviewed to be correct and the condition of his test strips was good. He was asked to retest, but the error 2 message appeared on the display. He was asked to retest with a test strip from a new vial, but the issue persisted and the error 2 appeared again. This complaint is reported because the error 2 issue was not resolved with troubleshooting and the pt was tested and treated for hyperglycemia at the hospital. A replacement meter, control solution, and test strips were sent to the lay user/patient.